Event description:
It was reported that ongoing intermittent occlusion alarms occurred, which led to high blood glucose levels, as the cgm displayed "high." The customer addressed the high blood glucose by administering a correction bolus via the pump. Reportedly, the customer continued to use the pump for insulin therapy.